Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 360 mg/dl and the ketone level was small. A correction bolus was delivered and due the high bg level, the customer was unable to retrieve water herself and the contact assisted the customer. The high bg was due to an incorrect basal setting and tandem technical support advised the contact to discuss the event with a healthcare provider.